Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zlb00, +23.0 diopter) was explanted in a secondary surgical procedure from the right eye of a female patient because of a refractive error. No incision enlargement, no suture used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
During follow up it was reported by the account that the patient is doing well, and they replaced the lens with a bausch and lomb lens. The account did not have further information regarding the event.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 6/13/2017 device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.